Event description:
The customer stated that his wife tested his glucose because he was not feeling well and received a reading of 105 mg/dl using his breeze2 meter. Sometime later, the customer passed out, and paramedics were called. When paramedics arrived, they tested the customer's blood glucose at 21 mg/dl using their meter. The customer was treated with glucose. Later that same day, the customer passed out a second time and paramedics were called again. The customer's glucose was tested while awaiting the paramedic's arrival, and his breeze2 read 108 mg/dl. Paramedics tested the customer's glucose at 21 mg/dl using their meter. The difference between the 108 and 21mg/dl readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The meter and tes strips are to be returned and replacement products were sent to the customer.